Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause for the event, treatment and hospitalization were not reported. At the time of this report, the patient was recovered from the event. Pd therapy was discontinued. At the time of this report. No additional information could be provided as the reporter declined follow up.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.